Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 11 october 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total right knee revision of unknown components, due to instability. The surgeon indicated the metal components were well-fixed and well positioned. He reported the polyethylene insert was removed and a thicker insert placed. The patient was implanted with depuy tibial insert and there were no complications to the procedure. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon indicated when the tibial component was removed, the cement mantle completely disengaged from the metal component and there was no cement attached to the component. There was no concern reported regarding the femoral component, though it was revised. The surgeon noted the patellar component was debrided but not replaced. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016 , dor: (B)(6) 2018 (rt knee).